Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, difficulty flushing was encountered. It was noted that air was removed during preparation and flushing, and the flushing extension tube inflated when pressure was applied, making flushing difficult. The procedure was completed with another of the same device. No patient complications were reported.